Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was found to be dislodged upon multiple attempts. The right atrial lead was not used and replaced. The patient experienced no consequences.